Event description:
It was reported that the patient was hospitalized with low blood glucose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient's mother reported that both the patient's physician and certified diabetes educator stated that the pump was functioning properly. The patient's insulin delivery dosages were reduced and the patient was discharged on insulin pump therapy. The patient had continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no history from the time of the event in the pump history due to continued use of the device. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.